Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to corroded battery tube and corroded battery cap contact. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It is reported that customer has physical damage to insulin pump screen. Customer states the screen is blurry and hard to read, possibly due to wear and tear. Customer was advised that insulin pump would need to be replaced. No further information provided.